Event description:
The generator was replaced due to end of service.

Event description:
It was reported that the patient underwent generator replacement. It was reported that the generator was discarded and will not be returned for analysis.

Event description:
Additional attempts for the programming history from the date of surgery were performed, however no history for the date of implant was received. Additional programming history from (B)(6) 2012 was received and the device appears to be functioning as intended, with diagnostics within normal limits.

Event description:
Additional information was received. Programming history for the patient was received and confirmed the reported error message (vbat < eos threshold) on the initial interrogation on (B)(6) 2012. The patient was programmed back on and there were no further issues seen.

Manufacturer narrative:
Age at time of event, corrected data: the initial report inadvertently reported the incorrect age in relation to the event date.

Event description:
It was initially reported that the patient was having an increase in seizures below baseline. The patient went in and saw the physician and an error message was received that stated that the generator had been disabled. The systems diagnostics were run and were with in normal limits. Patient had a generator replacement (B)(6) 2011 and was turned on at the time of surgery. There were no other reported surgeries. No interventions are planned at this time. The increase in seizure is believed to be related to the generator not delivering therapy. (B)(4) attempts for more information have been unsuccessful to date.

Event description:
Additional information was received that the patient had not been seen between their generator replacement in (B)(6) 2011 and the time that they were found to be disabled. The patient had since had her settings titrated up to the levels that the physician desired. The office does not feel that the generator has been on since replacement. The patient is doing well since being re-programed.

Manufacturer narrative:
Analysis of programming.